Manufacturer narrative:
Submit date: 11/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an extension set. The customer states that the extension set was manually primed with formula using a 35ml syringe. The extension set was then connected to the patients feeding tube and the syringe loaded into the syringe pump. As soon as the syringe pump was started the extension set began leaking at the junction of the clear tubing and the purple stepped connector.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. After performing a functional inspection the reported condition was confirmed. The item was observed to be leaking. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The most likely root cause for this defect could be a lack of solvent being used during the bonding process. As part of continuous improvements, a corrective action has been opened which includes assembly process changes and frequent quality inspections. These actions are designed to prevent the reoccurrence of the reported defective condition. If information is provided in the future, a supplemental report will be issued.